Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a fan that was cycling intermittently. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a fan that was cycling intermittently. The customer stated that when the device is not in use and plugged into alternating current (ac) power, the cooling fan cycles on and off, and the battery charge light is flashing. The customer reported that the fan was replaced, but problem persisted. The rse advised the customer, that the battery may be severely discharged, and the device is attempting to trickle charge the battery; as a result, the fan cycles on and off during a trickle charge and is considered normal. The customer was advised to check the battery date for to see if it was greater than five years, and leave the device plugged into ac power until battery light stops flashing.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with instructions to for repairing the device; however, it could not be confirmed if the issue was resolved or if the device was repaired. Multiple good faith efforts (gfe) were performed on 10jan2024, 18jan2024, and 24jan2024 for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.